Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was changing the sensor and the introducer needled popped off and shot across the way. Customer's blood glucose level was 96 mg/dl. Customer was not able to use the sensor. Customer stated that she was able to insert another sensor successfully. Customer will return the sensor. Sensor will also be replaced. No further assistance needed.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.